Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.4 to 9.9cm from the distal tip. Internal insulation abrasions were found at 11.3 to 11.8cm and at 13.5 to 13.9cm from the distal tip.

Event description:
It was reported that the patient presented for follow-up. Externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.